Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging an inaccuracy issue. The lay user/patient contacted lifescan alleging an inaccuracy issue with the meter compared to a lab result. The patient reportedly obtained blood glucose results with a lifescan meter and on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (08/29/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.